Manufacturer narrative:
(B)(4). Batch # n5380r. Additional information requested and received: what were the indications for surgery? The patient was diagnosed as spleen enlargement and hypersplenism caused by portal hypertension. So the surgeon operated splenectomy to the patient. Please confirm the surgical procedure? Splenectomy. What vessel was the device being fired on? Pedicle of spleen. What is the surgeons experience with device? He is an experienced surgeon. Where the forces to close/fire higher or lower than expected? No. Are photos or video available? No. Were clips used or any other means to achieve proximal and distal control of the vessel prior to firing? No. Was the device reprocessed (used on multiple patients)? No. What is the current patient status? The patient was discharged 8 days after the surgery.

Event description:
It was reported that during a splenectomy procedure, the device was used to anastomose the renal pedicle with the ecr45w on the first firing. The device could not fire on the second stroke of the first firing. The cut line and staple line of the first stroke was complete. The spleen artery was cut and stapled half. There was bleeding at the artery due to half cutting and stapling. The reverse button slide down and the device was removed from the patient. Another ecr45w was loaded but the device could not fire at all on this firing. As the artery kept bleeding, the surgeon converted the laparoscopic surgery to open and used clips and harmonic to cut the artery. The procedure was completed smoothly in the following procedures. The patient is in stable condition now.

Manufacturer narrative:
(B)(4). The analysis results of the ec45a found that it was received in good visual condition and with two ecr45w reloads present. The reload (b) was received fully fired. The reload (c) was received partially fired and the cartridge deck was noted damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.